Manufacturer narrative:
G4: 01jun2020. B4: 03jun2020. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31jan2020. B4: 12feb2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.